Event description:
The blood glucose meter that I received from roche -accu chek aviva-. The results of my glucose test with this meter always reads 30 to 40 points higher than actual glucose readings.